Event description:
Patient was revised to address aseptic loosening of the cup, stem, and sleeve. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) reports the patient was revised to address aseptic loosening of the cup, stem, and sleeve. Osteolysis was also reported. Doi (B)(6) 2006 - dor (B)(6) 2011 (left hip). Examination of the returned items did not reveal any product error regarding this report. Follow-up for additional event information was conducted utilizing work instruction (B)(4). It was reported that the surgeon refused to provide additional information. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.